Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed an insulation resistance test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the belt failed an insulation resistance test due to the trunk cable and ECG "c" and "d" cable being cut. The root cause for the cut wires was physical abuse. No adverse event resulted from the damaged cables. The last patient to use this electrode belt did not report any deficiencies.